Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion technical support specialist in response to phone conversations with a user facility rep. (B)(4). The carefusion tech support specialist in conjunction with the user facility rep determined that the most likely cause of the reported event was that pressure regulator on the device's o2 blender assembly was leaking. The carefusion field service tech visited the user facility, replaced the pressure regulator on the device's o2 blender assembly, and ran the unit through a complete checkout per ther service manual to ensure the device is operating to MFR's specifications.

Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a user facility rep. "The blender regulator is leaking and field service has been requested. (Name removed) is a biomed and was testing the unit for operation. No pt involvement."